Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2_east_a matrix drawer 6 was not sensing when it was fully closed. This resulted in delays for nursing staff, as they must wait for the screen to time out before continuing with medication pulls. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 was failed. A field service engineer replaced the drawer sensor; however, the issue persisted, replaced the latch sensor, but was unable to test the drawer in diagnostics due to authentication issues with login credentials. The customer was able to recover the drawer and successfully access medications. The system functioned as intended after the field service engineer repaired the device.